Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2021-01300. It was reported that the patient's device had multiple pump off events and driveline faults with one low speed advisory. The customer suspected a driveline fracture. The data showed 2 pump stops and 1 low speed advisory on (B)(6) 2021 at 04:16 while the device was powered by the mobile power unit. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead, but may also be due to a high current event causing a pump stop. These issues only appeared to be occurring while the pump was connected to the mobile power unit (mpu) but may occur on the power module. The log file captured yellow wrench alarms associated with driveline fault alarms between (B)(6) 2021 at 20:58 and (B)(6) 2021 at 17:52. To verify the driveline faults were authentic, the customer swapped out the patient's system controller and performed 25 power cable disconnects with both the back and white power leads. After review of the subsequent log file, there was insufficient data to confirm a driveline issue. There was no reoccurrence of the driveline faults following the controller exchange, but a driveline short-to-shield could not be ruled out completely. The other possibility was a high current event. The controller is designed to protect the patient from these types of events.

Manufacturer narrative:
Main investigation conclusion: the reported event of driveline fault alarms was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 18 days (01feb2018 ¿ 02feb2018, 19feb2021 ¿ 08mar2021 per timestamp). Driveline fault alarms coincident with yellow wrench alarms were active from 01mar2021 at 20:58:08 ¿ 08mar2021 at 12:22:10. These alarms activated due to phase 3 being measured much lower than phases 1 and 2. Pump operation was not affected during these events. There were no other notable alarms active in the log file. The system controller passed all preliminary and functional testing and was able to operate a pump for an extended period of time as intended. Multiple good faith efforts were sent regarding if any alarms were active following the controller exchange, if a controller exchange was performed in feb2018 and 19feb2021 and if so why. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined though this analysis. Heartmate ii instructions for use rev. C section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook rev. C section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault, power cable disconnect and no external power alarms. Heartmate ii instructions for use rev. C section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook rev. C section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 2 system controller was manufactured in accordance with manufacturing and qa specifications. The device was shipped on 16mar2015. No further information was provided. The manufacturer is closing the file on this event.